Event description:
Possible broken sensor wire (retained distal end). Per medwatch report (B)(4), pt received x-ray results indicating that distal end was retained in pt's arm.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.